Event description:
It was reported that the reservoir had air bubbles anomaly. Customer found air bubble in reservoir while going through the unexpected restart alarm troubleshoot. Troubleshooting was done. Customer's blood glucose was 208 mg/dl. Assisted the customer through priming out the air bubbles. Customer declined further troubleshooting. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.